Event description:
It was reported that the patient went to the emergency room (5 to 6 hours) on (B)(6), 2026 with hyperglycemia. The patient's blood glucose level reached over 400 mg/dl while wearing the pod between 36 and 48 hours on the left side of the abdomen. Hyperglycemia was treated with 5 u of insulin given intravenously. Symptoms reported included nausea, vomiting, and feeling overheated. The patient reported receiving an alert that made them deactivate the pod. The pod was also beeping ¿really loud¿. The controller was not in use at the time of incident. The patient did not notice any insulin leakage nor redness at the insertion site. Furthermore, the cannula was not bent upon pod removal. The patient discarded the pod; therefore, it is not available for return.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.